Event description:
Breeze ventilator connected to female, five month old pt (weight 6 kg). Pt was connected for 15 days, in pressure control mode with positive inspiratory pressure - 35 cm water; flow - 15 liters per minute; i.t. - 0.5 seg; fraction of inspired oxygen - 40%; rate - 30 breaths per minute; positive end expiratory pressure - 5 cm water. The pt was relaxing and her vital signs were: alveolar oxygen tension - unknown; oxygen saturation - 92 to 94%; alveolar carbon dioxide tension - 32 to 36; high blood pressure; pulse rate - 130 breaths per minute; electrocardiogram normal; conscious with effort, but then relaxing. The noise was always present. When the pressue dropped, the alarm turned on and the doctor changed the equipment to another ventilator, then he connected back to breeze again. Pt had pulmonary hemorragia.